Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction, pain, , rupture. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5084917. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( gel mod-rnd 350cc date of implant (B)(6) 2008) experienced autoimmune disorder (patient reported different autoimmune diseases, constant joint pain. Every day fatigue, brain fog can't remember anything for the life of me. Dry eyes, hair loss, stiff shoulder pains, low libido, dry mouth, inflammation of my body that I could never get rid of, dry skin especially my hands, cracked feet so painful to walk, anxiety, sinus infection, ringing in ears, major headaches, depression, mood swings, food intolerance, and shortness of breath). This case was not confirmed by a healthcare professional. It was also reported that the patient experienced bilateral breast implant rupture which compacted with breast pain. As a result, the patient had undergone breast implants removal on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.